Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2021 during which the surgeon noted there was presence of old mesh which was located intraperitoneal position along the midline. The mesh and fascia was divided along the midline. There were extensive adhesions present, a lysis of adhesions was carried out. There was a loop of small bowel that was rather densely adherent to the old mesh. It was reported that the patient experienced severe pain, nausea and inflammation. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 2/23/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 4/17/2022. Additional b5 narrative: it was reported that the patient experienced recurrent incisional ventral hernia following surgery.